Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leakage from the upper injection port during an infusion of 0.9% sodium chloride. No damage was noted and reportedly nothing had been connected at that port since the infusion was set up with new tubing approximately an hour earlier. No harm was reported.

Manufacturer narrative:
The customer¿s report leaking from the upper port during an infusion was confirmed. Initial visual inspection observed no anomalies. Functional testing was performed; leaking was observed where the six inch tubing connects to the first y-site. Upon completion of functional testing the leaking area was observed under a microscope. The y-site was observed and appeared to have insufficient amount of solvent. The set was then pressure tested; the set was found to be leaking at the first y-site. A dimensional analysis was performed on the tubing pvc; the tubing measured within specification. The root cause for leaking from the upper port during an infusion was found to be an insufficient amount of solvent applied at the junction of the vinyl tubing and y-site during the manufacturing process.